Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported their healthcare provider had a nurse who called once every 6 months to ask how things were going and make sure the device was working. The patient told the nurse the therapy was not working at all, they were losing urine 5-6 times a day. They reported their symptoms returned on thanksgiving day. Patient tried raising the stimulation and tried to keep it for a whole day, but the stim was bothering them. Patient reported that since implanted each time they changed/increased stimulation it zapped them and they got a little jolt when they first pushed it and they were used to it. The nurse had tried walking the patient through changing the program over the phone, but the patient programmer was not doing anything, it would not let them change programs. The patient had put new batteries in the morning of the report, but that did not resolve it. The patient thought this patient programmer died like the first one did because their first one acted the same way, then finally died. Patient used the patient programmer on the call, it showed the therapy screen. It showed the ins was on at 0.80v. It appeared the patient programmer was in simple mode and did not have the option to change programs. It was reviewed that the patient programmer appeared to be working, it just needed to be bonded to the ins by their healthcare provider to have access to programs. Patient was scheduled to see their healthcare provider on december 10th and they would check with the nurse. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported the cause of the return of symptoms on (B)(6) was they could not change the program number. They made an appointment with their doctor on (B)(6) 2018 to resolve the issue. It was reported a representative from the manufacturer met with the patient at the appointment and fixed everything.